Event description:
The customer received a blood glucose reading of 600mg/dl on the contour meter, re-tested on the contour next meter and the reading was 248mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged.further information was not obtained. Product was not replaced.

Manufacturer narrative:
The customer did not provide strip information or meter model and serial number so it was not possible to determine a manufacture date.